Event description:
The customer reported that the system failed to complete boot up, resulting in a total loss of imaging functionality. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator static random-access memory (sram) software was reinstalled. The system was tested and found to be working as intended and returned to service.